Event description:
The customer stated that he got a 49mg/dl result on a normal control test. The range is 90-121mg/dl. The check standard showed the meter was working electronically. The normal control solution was expired. The caller stated that he tested his daughter on the meter. She is not diabetic, but they thought she was showing symptoms of diabetes. Diabetes runs in the family. The reading was 325mg/dl. The customer took his daughter to the ER, where her blood sugar tested 90mg/dl. The customer performed control testing with another bottle of control solution. This time the results 98mg/dl and 100mg/dl were within range 90-121mg/dl. Customer service was having the meter and strips returned to the lab and will send replacement meter.